Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6). Advised that the anchor fractured off. Additional information received reported that the 63-year-old, male patient reported the event to the office on 06/16/2026 but the date the device broke is unknown. There was no report of injury or adverse outcome with the patient and no medical intervention was required. It is unknown if the patient was sleeping with the device when it broke and when the patient stopped using the device. It was reported that the device has been returned.